Event description:
In late 2007, the sales rep reported that 11 mos post-op, during a f/u visit, it was noticed on x-ray that a screw was backing out. Add'l info rec'd on 14 dec 2007 via telephone, the sales rep reported that the surgeon did not have plans to do a revision at this time.

Manufacturer narrative:
Device remains implanted. Device MFR date is unk. Eval pending.